Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter was missing the needle cap and the packaging was damaged, leaving the needle exposed and compromising its sterility. All defects were found before use. The following information was provided by the initial reporter, translated from chinese to english: no needle cap. The package is negligent and the needle is exposed. Avoid needle sticking".

Manufacturer narrative:
Investigation summary: a review of the device history record revealed no irregularities during the manufacture of the reported lot. Received a 20ga sealed package from lot number 8213945. The package included a fully retracted needle assembly and a catheter adapter assembly. The needle cover was not in the package. Conclusion(s): the package was received fully sealed. The needle cover was not within the sealed package. A portion of the catheter tubing was (pierced) out of the package. Conclusion(s): manufacturing: the needle cover fell off the rest of the assembly either during the transport of the assembly to the packaging line or at the actual packaging equipment. The current packaging detection system requires human interaction, which introduces variability concerning the ability to detect the failure observed.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter was missing the needle cap and the packaging was damaged, leaving the needle exposed and compromising its sterility. All defects were found before use. The following information was provided by the initial reporter: no needle cap. The package is negligent and the needle is exposed. Avoid needle sticking".